Event description:
It was reported this biopsy needle would not pass through an introducer guide during a biopsy procedure. A burr was noted on the device. Another device was used to successfully complete the procedure. There were no pt complications involved. No further details regarding the circumstances surrounding this event are available. The device has just been rec'd by this MFR. A supplement will be forwarded upon completion of the engineering eval. The co is unable to determine the exact cause for this event. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use."